Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the top part of the reservoir compartment is broken. The customer¿s blood glucose level was 340 mg/dl. The insulin pump will be returned for analysis.